Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer phenomenon that the stylus would not align with the cursor and therefore the overlay/bezel assembly was replaced and the stylus calibrated, as well as that the latch tabs were broken off the power cord bay door and therefore the power cord bay assembly was replaced. Analysis further noted that the power cord was pulling apart and it was replaced. (B)(4).

Event description:
It was reported that the programmer's stylus was unable to be calibrated and that the power cord door was in need of repair. The programmer was returned for service. No patient complications have been reported as a result of this event.